Event description:
The report stated that 6 minutes into a radio frequency ablation procedure, water leaked from connection of needle and tubing. The procedure was continued and completed with same needle. The patient is ok.

Manufacturer narrative:
The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.